Event description:
The implantable neurostimulator had progressively shorter intervals between recharging. The patient used to recharge every month and later had to recharge every 11 days. The patient was seen in clinic. Device interrogation revealed high impedances on a few of the electrodes, 2 of which were programmed for use. The device was reprogrammed using functioning electrodes and the patient had stimulation coverage in desired areas. The implantable neurostimulator was replaced approximately 9 months later. A crack in the insulation was found. The lead was replaced concomitantly. The patient was reported to be happy with his new system. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.